Event description:
Please see the attached letter and mis implant follow-up report received reporting an adverse event pertaining to an implant not manufactured or distributed by (B)(6). Dear doctor, thank you for choosing mis implants. In those few cases of implant failure that happened within 5 years from time of placement mis will consider replacing the failed implant free of charge. Please note that a replacement implant will be given only if the failed implant is returned in sterile condition accompanied with relevant radiographs and a completely filled report. We are interested in a comprehensive investigation of the failure's potential causes (for internal statistical analysis only) for this reason submission of completely fulfilled form is appreciated; 6-12 weeks after extraction. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Day of surgery / less than 4 weeks from surgery.